Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad tip clamp in the reported problem area of the pipette assembly. Fe replaced tip clamp, lld spring and plunger clamp in position 10. The instrument was tested without further problem and was returned to expected operation.